Event description:
It was reported that the pt has an infection at the pocket site. Cultures were done by his physician, and came back positive for (B)(6). The pt was admitted to the hospital. The wound site was flushed and he was given antibiotics through a pic line. The pt is healing well and has been discharged from the hospital. The physician is monitoring the pt to see if the infection continues to clear. There are no current plans to explant the scs system.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.